Manufacturer narrative:
Gilbert, p., & hashmi, s. (2024). Left circumflex fistula after watchman implantation: a case report of left atrial appendage closure complication. Journal of the society for cardiovascular angiography & interventions, 102147.

Event description:
Reported via journal article: it was reported that there was a fistula. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a ten (10) week follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed appropriate placement of device with 2-mm trivial pdl and no evidence of thrombus. The patients mitral valve regurgitation had progressed from moderate to severe. Apixaban was discontinued three (3) months postoperatively and the patient remained on aspirin and clopidogrel. Preprocedural left heart catheterization for evaluation of a non-bsc clip placement for severe mitral valve regurgitation performed six (6) weeks after follow-up tee noted accumulation of contrast within the laa. Subsequent left heart catheterization demonstrated passage of contrast between the left circumflex artery and the laa consistent with a fistula. The patient was managed conservatively and their clopidogrel was discontinued. Their postoperative course was uncomplicated with no issues upon follow up.